Manufacturer narrative:
One actual sample was received for evaluation. Visual inspection identified the aluminum foil were peeled. The sponge was found fully separated from the cap. The reported issue was verified. The cause of the event was mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sponge was found fully separated from minicap. This occurred before use. There was no patient injury or medical intervention associated with this event. No additional information is available.